Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was seeing poor communication on their patient programmer. Patient reported it was not working, they could not get it to do anything. It was clarified that the patient meant both the patient programmer and the implant were not working. Patient stated that prior to the poor communication issue, the implant had not been working for their symptoms, they did not feel the implant was working. Patient stated they kept thinking that it was just them. Troubleshooting was done to try to sync with the programmer and it was unsuccessful. The patient was redirected their healthcare provider to get their implant checked as it had been greater than 3 years since implant. No further complications were reported or anticipated.